Event description:
Report received of an overdelivery. On 7/30/2004 at 2000, the pump was programmed to delivery 3000ml of an unspecified concentration of tpn at rate of 125ml/hr. Reportedly, the next day, at 0830, the nurse found the bag empty. This was 12 hours earlier than expected. The physician and pharmacist were both notified. The device was removed from clinical service. There were no reported adverse patient effects and no medical interventions were required. During testing by the user facility, the device functioned as intended. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.